Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part# 03.037.010, lot# 9484332. Manufacturing location: (B)(4), manufacturing date: aug 04, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to an unspecified procedure on (B)(6) 2017, two (2) cannulated connecting screws were not capturing on the end of the t-handle ball hex screwdriver 8mm of a trochanteric fixation nail advanced system (tfn-a) set. The surgeon used one of the cannulated connecting screws for the procedure, since there were no other screws available. There was no surgical time delay and no patient harm was reported. The procedure was completed without further complications. One of the two cannulated connecting screws was reported as lost. Concomitant device reported: t-handle ball hex screwdriver 8mm (part 03.010.517, lot 9505905, quantity 1). This report is for one (1) cannulated connecting screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event is (B)(6) 2017 and was reported as unknown in follow up medwatch (B)(4) in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product development investigation has been completed for part# 03.037.010, lot# 9484332. A visual inspection, device history records (DHR) review, and drawing review were performed as part of this investigation. The 03.037.010 cannulated connecting screw is an instrument routinely used in the tfn-advanced proximal femoral nailing system as per the technique guide. The device was returned and reported to have not been attaching to the ball hex screwdriver. This condition is confirmed; the quick connect function of the head of the screw is loose and does not retain on the screwdriver. The tang of the mechanism appears to have been bent outwards; the hex currently measures 7.98mm whereas the drawing calls for 7.8mm. It is likely that over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 8/2015 and is over a year old. The balance of the returned device is in otherwise fairly good condition with some markings on the distal threads. Appropriate drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. Upon review of the device history record, no non conformance reports germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. The returned 03.010.517 lot number 9505905 t-handle ball hex screwdriver was received without allegation or identifiable complaint condition and therefore an investigation will not be performed for this part. Packaging for part number 03.037.010 lot number l202251 cannulated connecting screw was also received without allegation or identifiable complaint condition. Date of event unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.